Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. This device has been used in the treatment or diagnosis of a patient. The customer reported bravo ignores. The reported condition was confirmed. The investigation found that according to the graph that total time of the study is 88:11 hours, all the graph with high reading and ignores. There was a failure in the ph sensor of the bravo capsule resulting in false high reading of ph. The investigation identified the root cause of the reported event to be ph sensor of capsule. This issue has been addressed. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study with numerous ignores and the entire first day was lost due to the time being incorrect on the recorder. It was eight hours or so ahead. Technical support logged in to the customer's computer and observed that there were number of ignores throughout the study and the entire day was missing and the events began on the second day. There was no reported patient outcome and a repeat procedure was necessary.